Manufacturer narrative:
B7 updated component code (419 balloon) selection was erroneously selected in follow-up (1) report. The code is not needed.

Manufacturer narrative:
This complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. The manufacturing process output of device profile can contribute to insertion difficulties. Device profile is 100% inspected during the manufacturing process. The delivery catheter lot met specifications for tensile strength. The catheter of the vbx delivery system is 100% inspected at the end of the manufacturing process for any mechanical damage, including necking. The device history file was reviewed, and no anomalies were identified. Machine history files were reviewed, and no non-routine maintenance was identified. Based on the device evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history confirmed device met pre-release specifications. The endoprosthesis was successfully implanted; the catheter and balloon were discarded at user facility. Therefore, direct product analysis could not be performed.

Event description:
Patient presented for what was described as a complex abdominal aorta aneurysm procedure. In addition to using a gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). In addition, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) was utilized. As reported, the vbx device was advanced to the intended location and deployed with no issues. During withdrawal of the balloon catheter, the shaft of the balloon catheter was pulled about 20-30 cm when the balloon dislodged at the proximal end of the ibe. Using a snare, the dislodged balloon was removed through a 12fr sheath from the groin access site. The patient did not experience any adverse consequences.